Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an external neurostimulator (ens). Patient reported having trouble voiding yesterday. Patient said their voiding was a little too much last night, but feels like it was may due to her taking her fluid pill late. Patient mentioned pain from the surgery and that she had some trouble raising stimulation last night to 0.4 v, but was able to raise it. No further patient complications have been reported as a result of this event. Additional information was received from the consumer who reported that the patient has had loose bowels and that the patient's bowel symptoms had been bad. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.